Event description:
It was reported that a patient who underwent a surgical procedure, whose intraoperative period was normal, without identification of bleeding or complications, evolved approximately 24 hours after the procedure with bleeding, presenting with enterorrhagia. As a result of the event, there was a need for transfusion of two bags of packed red blood cells. The case was monitored by the care team, and there is no need for surgical reapproach so far. Was there any damage or loss reported by the patient or user? Yes. Did the patient/user require prolonged hospitalization as a result of the event? No. What is the patient/user status/outcome after the event? The case was monitored by the care team, and there is no need for surgical reapproach so far. Was there a significant delay? No.

Manufacturer narrative:
(B)(4). Date sent 3/19/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: patient submitted to surgical procedure, who's intraoperatively passed within normal range, without identification of bleeding or complications, evolved after approximately 24 hours of the procedure with bleeding, presenting a picture of enterorrhagia. As a result of the event, there was a need for transfusion of two pockets of red blood concentrate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure performed? What were the indications for the surgical procedure? What anatomical structure was the psee45a device used on? Were there any difficulties noted with device performance during the initial surgical procedure? Was there an additional surgical procedure required after the initial surgical procedure? How was the need for transfusion determined? How was the bleeding addressed? What color of cartridges were used? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.